Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller pcb1. Unable to verify critical pump error due to constant blank or flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer¿s blood glucose level was 155 mg/dl. Customer stated insulin pump was beeping and shows red x and a book. The customer stated they receive open book image on insulin pump screen. Customer stated insulin pump fell on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.